Manufacturer narrative:
This is a report of use error in which there were air in line alarms because of air bubbles in the line due to improper priming of the line. The product label provides instructions on how to properly invert and tap the backcheck valve and y-site while priming the set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer experienced air bubbles in the tubing while priming an unspecified baxter intravascular administration set. The issue caused an unspecified number of "air in line alarms" to occur. The baxter sales representative reviewed the priming technique with the customer. At that time, it was noted that the issue was caused by a use error as the customer was not inverting and tapping the backcheck valve and y-sites. There was no report of patient involvement, injury, or medical intervention. No additional information is available.